Manufacturer narrative:
(B)(4). Batch # l55l4g. The analysis results found that the atw35 device was received in good visual condition and with a tr35w reload loaded on the device. The reload was received fully loaded with staples. The device was tested for functionality with the returned reload and it fired, cut and formed the staples as intended. The cartridge was taken off of the device and placed back on and it click into place. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a lap pneumonectomy, the cartridge fell off when the device was intended to be fired at the 1st firing on the blood vessel. The cartridge was the original white one. No pieces were left inside the patient. Before the event, the cartridge was loaded into the device properly. The surgeon felt that the cartridge seemed not to fit to the jaw. Another device was used to complete the case. There were no adverse consequences to the patient.